Manufacturer narrative:
Clarification to b6: MRI and ultrasound results are not translated. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. .

Event description:
Patient reports right side rupture and "impact with one lymph node". The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports right side rupture and "impact with one lymph node". The device has been explanted.